Event description:
During the procedure, when attempting to inflate the 3.5 x 13mm cypher select plus stent, the hub broke off. The stent could not be inflated, therefore, it was removed from the pt. Another product was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.